Event description:
Patient received an appropriate shock. Upon review there was an injury associated with the treatment. It was reported that the patient¿s nurse received a shock from the lifevest. The residual risk associated with a bystander being shocked while in contact with the patient requiring defibrillation is disclosed in the patient manual as a warning. The warning is stated as ¿do not touch the patient while a shock is being delivered. Anyone touching the patient during a treatment may be shocked. Reporting for bystander shock.

Manufacturer narrative:
The monitor and electrode belt have not been returned for evaluation. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the appropriate treatment.